Manufacturer narrative:
Citation: gökhan demirci et al. Anatomical predictors of access-related vascular complications following transfemoral transcatheter aortic valve replacement. Catheter cardiovasc interv. Apr;105(5):1077-1085. 2025. 10.1002/ccd.31422. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding anatomical predictors of access-related vascular complications following transcatheter aortic valve replacement (tavr). The study population included 348 patients who were predominantly female with a mean age of 79.2 years old. Multiple manufacturer¿s devices were implanted in the study population; 53 patients were implanted with a medtronic evolut r bioprosthetic valve by way of a delivery catheter system. Among all patients, clinical observations that may have occurred during use of the delivery catheter system included: access-site hematoma, stenosis, occlusion, dissection, rupture, pseudoaneurysm, arterio-venous fistula, and bleeding. Intervention was required in the form of balloon angioplasty, endovascular stenting, embolectomy, blood transfusion, or vascular surgery. No further information was provided pertaining to medtronic products.